Event description:
During post-dilatation of a previously-deployed smart control stent in an unk target lesion, the balloon ruptured at 10 atmomspheres. There was no calcification or vessel tortuosity present in the target vessel. There was no report of no pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product is not available for evaluation and testing.